Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were voiding less. The patient was directed to the healthcare professional (hcp) for direction. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.